Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 121 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an motor position encoder error alarm. The customer was advised that displacement test and manual prime were successful and motor alarm did not recur. The customer was advised to monitor the insulin pump.